Event description:
The surgeon performed a medial partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). In a follow-up visit, a month later, the surgeon reviewed the pt's x-rays and was concerned over an apparent medial overhang of the tibial baseplate component. The pt did not exhibit any signs of adverse effects, as reported by the surgeon.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). Upon review of the case session file, the surgeon's tibial registration was found to have an error value within specification, but on the high end of acceptance compared with typical values observed clinically. This likely led to a slight rotational shift that could appear in the x-ray films to be a medialized tibial component. Further internal review also concluded that the implant size selected by the surgeon may have been slightly oversized for the pt by less than a millimeter. This likely contributed to the surgeon's post-operative comment. All system accuracy values were also found to be acceptable and within specification.